Event description:
The customer reported that a pt finished his dialysis treatment and went to the bathroom post treatment. The customer stated that the pt was in the bathroom for a long period of time, so the staff went to check on him and he was on the floor of the bathroom. The customer notified emergency svs who transferred the pt to the hosp. The pt later died.